Event description:
Procedure was completed successfully using other alignment devices. Patient is recovering as expected. This is report 1 of 7 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - a review of the receiving inspection (ri) for mis alignment device was conducted identifying that lot number gm5067601 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 19 jul 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, alignment guide did not allow smooth cannula insertion. Guide was inspected for residual cement before insertion and cannula passed through without issue outside of screw engagement. When alignment device was inserted into screws then resistance became an issue. Cannula was damaged and bent upon removal and in two instances fractured. All of this was experienced with multiple (x6) cannulas despite readjustment and ensuring alignment and engagement into screw was as per surgical technique and as assessed by those present who all have knowledge and experience of using these instruments. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) mis alignment device. This is report 1 of 2 for complaint (B)(4).